Event description:
An optometrist reported that seven weeks following photo refractive keratectomy (prk), the pt presented with constant ocular pain and "scratchy eye" (eye irritation), as well as light sensitivity. According to the pt, these symptoms were present during the first month after surgery, improved, and then recurred. Eye medication and lubricant eye drops were prescribed for treatment. In a completed follow up questionnaire, the optometrist reported that the systems will resolve with the treatment. In the opinion of the surgeon, the laser did not cause or contributed to the event. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).